Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete.

Event description:
The customer reported a falsely elevated potassium result generated on the architect c16000 analyzer on a patient. Results provided: 6.5 / 3.5 mmol/l. Normal range: 3.5 to 5.1 mmol/l. No impact to patient management was reported.

Manufacturer narrative:
New information was received by the customer which makes a previously reported issue non-reportable. The suspect device is a non-abbott product and therefore no MDR is required. Based upon this new information, this complaint is no longer a reportable event and no further information will be provided.